Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy high out of range shock impedance. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy high out of range shock impedance. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited noisy signals on the shock electrogram (egm). The lead remains in use. No adverse patient effects were reported.